Event description:
During a remote follow-up, decreased sensing resulting in post-sensed t-wave oversensing (pstwos) was observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.